Event description:
It was reported that an asymptomatic patient presented in clinic with device operating in backup vvi. The patient did not report undergoing radiation or any procedures recently. A firmware download was performed, and the device was restored. The patient will be followed normally.